Event description:
It was reported the patient complained of shortness of breath. It was determined the right ventricular lead exhibited elevated thresholds from the date of implant. The lead was repositioned and acceptable thresholds were obtained. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5086mri implantable pacing lead (B)(6) 2014. (B)(4).